Event description:
It was reported that during the repositioning of the embolization coil within a headway microcatheter, the coil prematurely detached from the delivery pusher. The coil was retrieved using a microsnare. There was no clinical sequelae.

Manufacturer narrative:
Sample analysis: the product returned for this complaint was not a microvention product. A competitive embolization delivery pusher and microcatheter were returned knotted together. No evaluation of the actual complaint sample was performed. Root cause analysis: the root cause of this complaint appears to be that the user used an incompatible microcatheter with this coil system.